Event description:
A baxter homechoice pro home dialysis machine alarmed to "check patient lines" during priming. The staff checked and replaced the tubing, but priming was still unsuccessful. Eventually a partial occlusion was found in the neck of one of the dialysis bags. To connect the bag, a rigid blue seal within the bag's neck must be flexed and broken. This had been done, and the seal was visually broken, but upon close inspection, the broken seal within the bag neck could be seen to be mostly occluded. The seal of another bag of the same lot number broke cleanly, fully opening the fluid path. This is a new style bag. Previously, baxter supplied the bags that connected with a tubing spike. Those were replaced with the new style within the past month. The new style uses luer-lock fittings. The MFR response for peritoneal dialysis solution, 5l bag, dianeal pd-2 was the following: the MFR's agent took information via telephone.